Event description:
This pt experienced instent restenosis of two cypher stents implanted in a saphaenous vein graft (svg) to the distal right coronary artery (rca) approximately nine months post index procedure. This was treated with re-intervention (pci). This pt was admitted to the hosp for coronary intervention (pci). The pt was taken electively to the cardiac cath lab, where angiography revealed 95%, long (49mm) lesion in the mid-portion of a sapheanous vein graft (svg) to the distal right coronary artery (rca). The vessel diameter was 3.5mm, by visual estimate. Two stents, a 3.5 x 33mm cypher stent and a 3.5 x 18mm cypher stent, were deployed to 14 atms in overlapping fashion with satisfactory results. The stents were not post-dilated. The total length of the stented segment was 51mm. Residual stenosis was reported to be 0%, with no evidence of intimal dissection.